Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this procedure? 2. Devices captured in mw 2210968-2020-00312 and 2210968-2020-00313.

Event description:
It was reported that the patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. The needle broke during use. Needle broke in front third. Suture also broke. Surgery completed with same like product. No delay in surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot pebbbwq0, and no non-conformances were identified. Additional h3 investigation summary: an open box with unopened samples of product code v947, lot # pebbbwq0 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected and no needle breakage were noted. The sutures were dispensed without problems and examined along of the strands and no defects, or damaged were observed. A functional test was performed and tensile strength were above the minimum requirements. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no breakage needle or breakage suture was found, and the tested samples met the finished goods requirements.